Event description:
In 2006, right and left knee replacement. Right knee infection diagnosed at medical center twenty-four days later. Admission the same day, irrigation and debridement right knee and poly exchange. Long term IV antibiotics. Post op diagnosis-infected right knee arthroplasty.